Manufacturer narrative:
Methods, results, and conclusion codes have been updated under section h as per device received. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/2/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 8/5/2019, mentor became aware that the patient underwent explantation and replacement with catalog number: 3504254bc; serial number: (B)(4) on the right side and with catalog number: 3504254bc; serial number: (B)(4) on the left side on (B)(6) 2019. Hence, explantation date has been updated to (B)(6) 2019. This report is for the patient¿s right-sided device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample it was observed to be intact. No anomalies were observed on it. In addition, the manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: bilateral capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent primary breast augmentation with a 375cc mentor memorygel breast implant and was presented with bilateral capsular contracture; baker grade IV postoperatively. As a result, the devices were explanted on (B)(6) 2019. This report is for the patient¿s right-sided device.